Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: axess 6f jl3.5. Stent: xience v 3.0 x 12mm. Other: ivus(atlantis sr pro). The xience v 3.0x12 stent is being filed under a separate medwatch MFR number. The stent delivery system (sds) was not returned for analysis, which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the xience v stent was inflated at 6atm and 8atm, which may not have been sufficient for the lesion; therefore, not fully deploying the stent and contributing to the difficulties removing the ivus catheter. Also, it was reported the distal cx was not pre-dilated prior to implanting the xience stent. It should be noted the xience v instructions for use states: pre-dilate the lesion with a ptca catheter. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Dissection, hypotension, and ischemia are listed in the instructions for use (IFU) as known adverse patient effects with coronary stenting. In this case, a conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for difficult to deploy for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the circumflex (cx) artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed at the proximal cx, and intravascular ultrasound (ivus) was delivered to the distal cx. A 2.5 x 23 xience was implanted at the distal cx with two inflations of 6 atmospheres (atm) and 8 atm. Ivus was performed again, and the 3.0 x 12 xience was implanted in the proximal cx with two inflations of 6 atm and 16 atm. Angiography confirmed that the 2.5 x 23 xience stent was not fully expanded due to the anatomy; therefore, post-dilatation was performed. Ivus was performed again; however, the 2.5 x 23 xience still did not appear to be fully expanded. At this time, an attempt was made to remove the ivus, but it could not be removed; therefore, the ivus was pushed and pulled, but removal attempts were not successful. Multiple attempts were made to retrieve the ivus, but the device was unable to be removed; therefore, a non-abbott balloon was used to dilate proximal to the area of the ivus. At this time, the patients blood pressure decreased, and effortil was administered. Blood flow became worse, and a possible dissection occurred in the left main. A percutaneous cardio pulmonary bypass (pcps) was inserted, and the patient was transferred to another facility where the ivus was surgically removed. It was noted that the ivus may have been caught with the 2.5 x 23 xience stent, due to the stent not being expanded well, or on the overlapping stent area of the 2.5 x 23 xience and the 3.0 x 12 xience. After surgery, the patient was moved to the general ward and confirmed to be in good condition. No additional information was provided.